Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 600 mg/dl and current blood glucose is 300 mg/dl, 319 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report, customer does not allege pump was under delivering. It was also reported that the insulin pump passed the high pressure test. The insulin pump will be returned for analysis.